Manufacturer narrative:
(B)(4). The device was received for analysis. Visual inspection performed with no issues noted. Leak testing, clear passage testing, and clamp function testing were performed with no issues noted. Sample was not confirmed for the reported problem. Upon completion of baxter's investigation, or if relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak coming from the twist clamp of the uf flash solution transfer set. There was patient involvement. The twist clamp was found to be loose. The transfer set had been used for 46 days. There was no patient injury or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.